Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer was assisted in clearing alarm. Customer's blood glucose was 425 mg/dl. During troubleshooting, customer reported that reservoir was empty. Customer was advised that no delivery may have been due to reservoir. Customer was advised to change infusion set. Reservoir would be replaced.